Event description:
Related manufacturer reference number: 2017865-2025-99392. It was reported that patient presented to a dual chamber leadless pacemaker (lp) implant procedure after undergoing a pulmonary vein isolation ablation. The delivery catheter and right ventricular lp were inserted into the patient for about two minutes before a drop in blood pressure was noticed. The system never crossed the tricuspid valve. Further investigation with an intracardiac echocardiography catheter revealed a cardiac effusion and tamponade had developed. Physician suspected the effusion may have developed during the ablation portion of the procedure and did not state any inclination that the lp was the cause. Fluid was drained from the patient and device was not implanted. Patient was recovering and being monitored after the event.

Manufacturer narrative:
The device was returned for evaluation due to adverse event without identified device or use problem. Visual inspection of the device found the outer helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.